Event description:
Customer reportedly received results of 363 mg/dl, 182 mg/dl, and 172 mg/dl within 3 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).